Event description:
It was reported to philips that the device was not turning on. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and replaced the pdu fantray and dcps and the device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. Onsite investigation confirmed a defective circuit board of the ¿pdu fantray and dcps¿ in the system¿s m cabinet. After replacement, the system was returned to use in good working order.